Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Locking mechanisms did not work correctly and bent when we tried to lock the bed.